Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in orlando, florida, united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, when starting bypass, the perfusionist noticed no o2 mix getting to patient blood. The medical team reconnected the electronic gas blender and heard a ¿click¿. Therefore, the egb was possibly loosely connected. However, according to information, no error/alarm on the egb or s5 for no flow. There is no report for patient injury. Egb will be sent to manufacturer for calibration.

Manufacturer narrative:
As reported, the perfusionist checked connection and the mix clicked back into place. A sap crm device history review has been carried out and no service activity has been performed on site by a livanova field service engineer for this specific issue. The gas blender was requested back to livanova tssi for calibration, but it was not shipped back. According to the complaints database review no other similar issue has been submitted for this unit since its installation in 2009. Moreover no other similar complaints have been submitted by arnold palmer hospital. Based on the above facts, it cannot be ruled out that the reported issue can be traced back to a loose o2 tubing most likely not tightly plugged into the connector. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.